Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had their vns explanted for lack of efficacy with their device. Good faith attempts are being made to find out additional details surrounding the patient's lack of efficacy. The explanted product was returned for analysis. The generator met specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A section of the lead assembly was returned for analysis in two pieces with the connector pin and connector ring portion still attached to the pulse generator. The lead electrodes were not returned for evaluation. No visible coil ends were identified exiting the end of the connector ring assembly. Thus, no continuity checks between the connector pin and connector ring and the end of coils were performed prior to decontamination on this portion. Setscrew marks were identified on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at one point in time. A coil break was identified in the negative coil. Scanning electron microscopy showed that pitting or electro-etching conditions have occurred on the negative coil. However, due to metal dissolution the fracture mechanism cannot be determined. It is believed that this condition could potentially contribute to the patient "lack of efficacy" allegation. However, the exact impact of this condition on the reported allegation and when it occurred is unknown. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.